Manufacturer narrative:
The customer?s report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality stress testing without duplicating the report. The multi-function cable used was not returned for review as part of this investigation. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer with a replacement multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.